Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, instructed them on how to put the malfunctioning pump into storage mode, and provided instructions for returning it to tandem. The customer acknowledged understanding of these instructions and agreed to use multiple daily injections as a backup therapy to ensure continued insulin delivery.